Manufacturer narrative:
Patient identifier and weight is not available for reporting. Date of device migration is not known. This report is for an unknown helical blade/unknown lot. Part number unknown, UDI unavailable. Date of implant is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a long trochanteric femoral nail-advanced (tfna), helical blade, and two 5.0mm locking screws on unknown date. During a post-operative follow up visit on unknown date, x-rays revealed the helical blade migrated and perforated the femoral head, causing the femoral head and neck to collapse. It was further noted the most distal 5.0mm locking screw had backed out. No revision has been scheduled at this time. Concomitant devices reported: tfna (part number unknown, lot number unknown, quantity 1); 5.0mm locking screw (part number unknown, lot number unknown, quantity 1). This report is for one unknown helical blade. This is report 1 of 2 for (B)(4).